Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 08/23/2019. Device evaluation summary: according to the reported information, the patient experienced breast pain and deflation of the breast implant. During evaluation of the sample it was observed to be intact. Leak testing revealed there was a tear located in the union between the valve and the patch. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited, to the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On 09/09/2019 mentor became aware that supplemental report submitted on 08/09/2019 erroneously erroneously reflected the wrong selections in b2. The correct selections are as follows: 2. Is life threatening- uncheck . 2. Is required intervention- check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. Additionally, the patient was assessed by a physician who speculated right sided deflation in addition to the issues reported previously. 2. Is other serious-uncheck 2. Is life threatening-check 1. Is product problem-check additional information was received on (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, lot #163560. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided discomfort post procedure. Additionally, the prosthesis seemed to have dissipated. There is not a confirmed device issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.